Event description:
The patient experienced a shocking or jolting sensation at her neurostimulator pocket site when using her patient programmer. The patient visibly reacted to the shocks and they appeared painful. The patient was shocked when adjusting stimulation with her programmer. She had experienced this shocking since implant. Movement and palpation did not cause shocking. A different programmer was used but still resulted in shocking. Turning stimulation off, synchronizing the programmer with the neurostimulator, and reducing the voltage did not produce shocking. The impedances were tested and a manufacturer's representative read >10,000 ohms. Electrode 10 showed high impedances and the manufacturer's representative reprogrammed around this electrode. All other electrodes had impedances around 1000-1200 ohms. No shorts were seen. The patient was receiving good stimulation coverage with her neurostimulator. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).